Event description:
Pt had placement of right subclavian macroport venous access. Pt had several cycles of chemotherapy when the port began to malfunction. A portion of the device was located in the pulmonary which then was retrieved by using a snare in a heart cath procedure. The remainder of the device was removed in surgery.